Manufacturer narrative:
(B)(6)

Event description:
The customer reported that the pump does not hold a charge. During device testing and investigation it was found that the device gave ¿replace battery¿ alert upon power up and the battery icon was empty during the self-test. N56 (replace battery) alarms were seen in the device log. The device was again powered up on ac power and the ¿change battery¿ soft key was pressed. The device then passed the self-test and all pvt tests on dc power. The probable cause was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.